Event description:
As reported to coloplast, though not verified, pt was implanted with aris mesh. Later the pt experienced dyspareunia, pain and mesh exposure. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.